Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -04.50/+1.0/075 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
D4 - unique identifier (UDI) #: (B)(4) should be added to the initial MDR. H3 - device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).